Event description:
It was reported that the lesion was a non tortuous, concentric stricture in the middle "lad". The physician crossed the guide wire and the 2.75x15 powersail, and inflated at the lesion. The physician removed the powersail, and resistance was felt. The physician then removed the device with the guide wire, and tried to separate the device from the guide wire outside of the anatomy, however, the tip of the distal end was separated from the balloon.